Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic bullectomy, after the first successful firing and connecting the second reload, the device was not able to fire. The surgeon replaced the reload again and had the same issue, so the surgeon replaced the device to resolve the issue. There was no patient injury.